Event description:
Two oscillating saws and handles did not work properly for procedure from stryker core; hall micro air driver was used to replace and worked properly at the beginning of the case and failed cord had leak in hose and popped.